Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis revealed the entire tip assembly containing the glass/metal cap was detached and it was not returned. The outer tubing was slightly melted and accordioned. The fiber was functionally tested with a helium-neon (hene) laser fixture and, the aiming was observed to be present at the break. The device passed a signature verification test and there were no issues noted with the connector, tabs or segments. Based on the observed glass/metal cap detachment, the reported event is confirmed. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass and metal cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during photoselective vaporization of the prostate procedure, the fiber exhibited diminished vaporization efficiency, and the fiber tip burned out after 53,000 joules of use. It was noted that the tip did not detached, it was cleaned during procedure, and pressurized saline was used. The fiber was replaced and the procedure was completed utilizing a second fiber without clinical consequence to the patient. The fiber was returned and analysis identified that the glass/metal cap were detached.